Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 167 mg/dl at the time of incident and current blood glucose level was 420 mg/dl. Customer¿s other blood glucose level was over 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer provides details on symptoms related to the high blood glucose level episodes such as extreme thirsty and itchy. Customer was treated with manual injection and insulin pump. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.